Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2018-may-31 reporting that left leg strength improved to 575 but gait therapy was still required post operatively. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that upon extubation of the patient they had minimal movement to their left lower extremity. They experienced decreased movement to their left lower extremity upon awaking from anesthesia in the operating room (or) following their implant procedure. It was reported that the doctor was at their bedside and requested that the device be removed. There were no external factors that may have led or contributed to the issue that the doctor was aware of. They denied any issues with the device. The doctor performed a neurological assessment, but then requested the device be emergently removed. The device was explanted the same day as implant ((B)(6) 2018). It was asked but was unknown if the issue was resolved at the time of the report. It was indicated to contact the doctor directly for further information. It was unknown what the patient status was at the time of the report and follow-up for further information would be performed. The system (ins, lead and anchor) were explanted, and though notified that device should be returned for analysis the customer refused, so devices will not be returned. No further complications were reported/anticipated. The event occurred on (B)(6) 2018 during post-operation. No further complications were reported/anticipated.